Event description:
It was reported that the insulin gauge displayed an amount different from the expected fill estimate earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to call back for troubleshooting if the issue reoccurs, and the customer acknowledged this guidance.